Event description:
It was reported that the device was received with no details as to what happened. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 11/2/2007. Evaluation summary: the analysis results for el5ml instrument found that it was returned with the cam broken. The instrument was cycled and ejected the remaining clips due to the jaw condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.